Event description:
Spontaneous call from pt's husband the spring on the pump made a popping sound and stopped infusing. Pt was able to infuse entire dose with no reactions. Tolerated well. Pharmacist counseled on assembling everything correctly. Scheduled new pump delivery and return of the defective pump. No other info known. Reported to (B)(6) by pt/caregiver.